Event description:
It was reported that during posterior stabilization surgery the 3mm shaver drill got stuck inside the drill guide when drilling into bone and breaks the shaver drill handpiece connector. Originally swapped the shaver drill but the guide damaged this drill also. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, no problems were noted with the device. Upon functional testing, the included obturator and trocar were inserted as well as a suturetak. No device caught within the spear.